Manufacturer narrative:
Corrected information has been provided in d4 (serial). The cause of the hematoma/access site adverse event was determined to be due to patient movement since the clinical states the hematoma was caused by patient vomiting.

Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 81 year old male with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage a and end stage scai shock stage d, was supported with an impella cp (pump 1) placed percutaneously via the right femoral artery on (B)(6) 2026 at 02:00 and an impella rp flex (pump 2) placed percutaneously via the left femoral vein on (B)(6) 2026 at 18:11. During the hospital course, the patient experienced an episode of vomiting, which was reported to have caused a right groin hematoma at the impella cp access site. As part of clinical management, the catheter was repositioned by 3.6 cm, a femstop was applied to the right groin, and the patient received 0.6 units of blood. Based on the information available, this event appears to be related to the patient¿s clinical condition and access site complications rather than a malfunction of either impella device. There were no allegations against the impella systems, no evidence suggesting device failure or contribution to the patient¿s death, and no product evaluation was possible or required. The patient outcome of death was attributed to withdrawal of care in the setting of severe underlying disease, and the complaint is not indicative of a device related adverse event. The reported major bleed is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as their ending scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.